Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, broken belt clip slot, and broken battery tube threads. (B)(4).

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
It was reported that customer was hospitalized due to hypoglycemia. Troubleshooting was done for low blood glucose. Customer's blood glucose was 43 mg/dl and was treated with glucagon. Customer was admitted on (B)(6) 2014 and not very responsive. It was found that the insulin pump had blank display. Troubleshooting was done for blank display and battery compartment was cracked. Customer stated that there was no battery in the insulin pump. Customer was still in the hospital during the call. Advised the customer that insulin pump would be replaced. No further information provided.